Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the "bolus" button on the touchscreen only responds intermittently when pressed, and a portion of the touchscreen became unresponsive. Customer had elevated blood glucose levels (200-300 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels.